Event description:
Manufacturer received an email from the consumer alleging patient bumped their swollen shin with their cane and cut their leg. As a result of the incident, the consumer sustained a laceration 2-1/2-3 inches long, requiring several stitches to close.